Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. There were no kinks or bends noted on the catheter. No further anomalies were noted to the catheter. The balloon was examined by naked eye & no coating clumps were detected. The device was also examined under microscopic magnification a coating clump was noted at the distal tip. The hydrophilic coating appeared cloudy in appearance along the balloon surface as expected. Due to the fact the exact location of the coating clump was known, it was detected by the naked eye. Functional/performance evaluation: the inflation hub was connected to an inflation device, and the device was inflated. The device was examined under microscopic magnification. A clump was noted on the cone of the balloon at the distal end. Evidence of coating was noted along the surface of the balloon. The balloon was deflated without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for coating coming off near the distal tip of the balloon. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. In order to activate the hydrophilic coating, it is recommended to wet the ultraverse catheter with sterile saline solution immediately prior to its insertion in the body. Dilatation catheter preparation: remove catheter from package. Verify the balloon size is suitable for the procedure and the selected accessories accommodate the catheter as labeled. Remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. In order to activate the coating, wet the balloon catheter with sterile saline immediately prior to its insertion into the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the packaging, the hydrophilic coating was coming off near the distal tip of the balloon. Another pta balloon was used to perform the angioplasty procedure. There was no reported patient involvement.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the packaging, the hydrophilic coating was coming off near the distal tip of the balloon. Another pta balloon was used to perform the angioplasty procedure. There was no reported patient involvement.